Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013, inratio: 1.1, lab: 2.1. Time between testing was reported as two and a half hours. Patient's therapeutic range is unknown.